Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed kinks in the telescope assembly from femoral marker to the proximal end, a kink in the lap joint and a hole in the kinked lap joint and a kink in the imaging window assembly in the distal end. Impedance testing shows a good unit wave form. Water leaked from the hole at the kinked lap joint during flushing the catheter. It was unable to perform the image characterization test due to the leak from the lap joint.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that lost image occurred. The target lesion was located in a severely calcified and severely tortuous coronary artery. During the procedure, an opticross imaging catheter was selected for use. However, lost image occurred when the device was pushed. After that, flushing was performed again and the device was reconnected, but the image was not restored. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed a hole at the kinked lap joint.